Event description:
It was reported that the dialysis catheter was found to have cracked and leaked blood. The catheter was clamped and removed.

Manufacturer narrative:
Record review. Results - a review of the manufacturing record indicated that all device specifications and quality requirements were satisfied. Without an eval of the device involved we are unable to determine the cause or factors that may have contributed to this event.